Event description:
It was reported by the customer while using the pump there was a rate changed "without intervention from the clinician". There was patient involvement, but outcome is unknown. Although requested no additional information will be provided by the customer, no devices will be returned.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information : unique identifier (UDI) #, medical device serial #, device manufacture date, if other specify, imdrf annex a, g, b, c, d and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : no devices received, log review only.

Event description:
It was reported by the customer while using the pump there was a rate changed "without intervention from the clinician". There was patient involvement, but outcome is unknown. Although requested no additional information will be provided by the customer, no devices will be returned.